Event description:
It was reported that the patient was not getting an adequate stimulation due to having high impedance and lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18141271.

Manufacturer narrative:
Correction to the initial MDR in field b5 and h6.

Event description:
It was reported that the patient was not getting an adequate stimulation due to having high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.